Event description:
Additional information was received from a healthcare professional on (B)(6) 2016 and it was reported that the ptm (personal therapy manager) was not working because the pump had sunk. The ptm itself was working. The dye study was done because they wanted to confirm whether the issue was with the pump sinking or a problem with the medication delivery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the notes from the patient's ppointment on (B)(6) 2016 indicated a dye study was performed which showed everything normal. The patient's dose was increased, and the patient experienced better relief. The patient had a consult tomorrow (B)(6) 2016 with the physician to discuss a pocket revision.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient was going to have a dye study because "something was not working right". The patient felt like she was going to go into a panic because of the level of her physician's experience. Her pump had sunk again (see manufacturers' report # 3004209178-2016-04439 for prior event) in (B)(6) 2016 and she may need a revision surgery but her physician didn't want to because of the risk of infection. The physician had to use a long needle for refills; it took an hour to refill the pump and he had to access the port at an angle. The patient was requesting physician listings. No patient symptoms were reported. Additional information was received on 04-mar-2016 from a healthcare professional and it was reported that the symptoms related to the pump sinking and difficulty filling the pump was the patient's ptm (personal therapy manager) was not working and the pump was shifting in the pocket. The troubleshooting done was "us (ultrasound) used to find valve" and a dye study was planned. The cause of the event was that patient had lost weight. The resolution was that the patient was having a dye study and may need a pocket revision. The cause for the ptm not working and the reason for the dye study were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.